Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included hypertension and insomnia. Concurrent conditions included uterine bleeding. Concomitant products included amlodipine, venlafaxine hydrochloride (effexor) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("uti"), dyspareunia ("dyspareunia"), back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved, the menorrhagia, mood swings, hot flush, depression, dyspareunia, back pain and abdominal pain outcome was unknown and the urinary tract infection and weight increased was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet- events mood swings, hot flashes, abnormal bleeding (vaginal, menorrhagia), common uti very often, depression, dysmenorrhea (cramping), dyspareunia (painfulsexual intercourse), pain, weight gain, lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual cycles"). The patient was treated with surgery (to remove the essure). Essure was removed in 2013. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.